Manufacturer narrative:
Qn#(B)(4). Device evaluation: it was reported that immediately upon unpacking the guide wire, it was noted that the guide wire was found kinked. The issue was confirmed. One guide wire and advancer tube were returned. The cap was missing from the advancer tube. The tray / packaging materials were not returned. The guide wire was kinked 1 cm from the j-tip bend. According to the design history file, cs-17702-e kits contain a .826 mm x 60 cm guide wire. The guide wire drawing specifies the length at 600 +/-4 mm and a diameter of .788/.826 mm. The guide wire length was measured at 454 mm. The outside diameter measured .622 mm. The returned guide wire does not match the one provided in the reported kit. A device history record review was performed and did not reveal any manufacturing related issues. No evidence was found to indicate that an incorrect guide wire was packaged in the kit. A risk evaluation was performed for this issue. The probable cause of this issue could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that immediately upon unpacking the guide wire, it was noted that the guide wire was found kinked. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.